Manufacturer narrative:
Scratched display window noted during visual inspection. Insulin pump passed prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose. Customer's blood glucose went from 200 mg/dl to 400 mg/dl after breakfast. During troubleshooting, device passed the high pressure test. Customer wanted the device replaced. Customer agreed to return the device for analysis.